Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. With the current information available, no definitive conclusion can be made as to the extent that the device may have caused or contributed to any post op complications. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2007 - the patient underwent surgery for repair of a inguinal hernia. A perfix plug was implanted to repair the hernia defect. On (B)(6) 2015 - the patient underwent an additional surgery to remove the defective perfix plug and repair the hernia defect. It is alleged the patient was permanently and severely injured, experienced pain, additional surgical procedure, explant and disability.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2007: the patient underwent surgery for repair of a inguinal hernia. A perfix plug was implanted to repair the hernia defect. On (B)(6) 2015: the patient underwent an additional surgery to remove the defective perfix plug and repair the hernia defect. It is alleged the patient was permanently and severely injured, experienced pain, additional surgical procedure, explant and disability. Addendum per additional information provided: on (B)(6) 2013 & on (B)(6) 2014: patient had injections of depo-medrol, lidocaine, and marcaine into the left trochanteric flare. Attorney alleges that the patient experienced adhesions, mesh shrinkage, hernia recurrence, pain and surgical intervention. Addendum per medical records: on (B)(6) 2007: patient was diagnosed with left inguinal hernia and underwent repair. Per operative notes, ¿opened the external oblique over the round ligament and identified a 2.5cm hernia. I opened the hernia sac, reduced the hernia contents and then closed the hernia sac. I placed a large bard perfix plug (device #1) in the peritoneal area and sutured this in place with interrupted prolene suture.¿ on (B)(6) 2012: patient underwent esophagogastroduodenoscopy due to the pain in the epigastrium which showed sliding hiatal hernia and gastritis. On (B)(6) 2014: patient underwent operative laparoscopy, lysis of extensive abdominal and pelvic adhesion and left ovarian cyst drainage. Per operative notes, ¿under direct visualization, meticulous sharp dissection was carried out, sequentially releasing the extremely dense adhesions of the omentum to the balled-up mesh (device #1). The rectosigmoid adhesions were meticulously dissected free of the mesh and the areas of bleeding were controlled with bipolar cautery with meticulous application.¿ on (B)(6) 2015: patient underwent CT scan which showed mass effect of mesh plug (device #1) seen in left lower quadrant (llq). On (B)(6) 2015: patient had complaints of llq abdominal pain. Patient had complaints of llq abdominal pain and consulted the surgeon who noted that the patient had previously undergone diagnostic laparoscopy and lysis of adhesions due to severe left pelvic and groin pain and ¿painful mass¿ at the repair site. During the procedure, the mesh (device #1) was noted to be eroding through into the pelvic region and there was significant adhesion noted between the sigmoid colon and plug in left groin. The pain was temporarily relieved but recurred soon after. On (B)(6) 2015: patient was recommended for mesh removal and recurrent left inguinal hernia repair. Per the operative notes, ¿the area where the plug was present was involved with significant scarring and adherence to the surrounding tissue. The incision extended to the level of the pubis medially and laterally to the level of the anterior superior iliac spine separating it from the underlying adherent the plug. The plug (device #1) was then removed by first removing the nylon sutures that were anchoring it in place and then the plug was excised with the minimum amount of adherent surrounding tissue. The repair was done by excising an elliptical piece of marlex mesh (device #2 - bard flat mesh) and it was sutured. The mesh completely covered the defect that was closed after removal of the offending plug.¿ on (B)(6) 2017: patient experienced inguinal pain which radiated down the left inner thigh. On (B)(6) 2019: patient experienced pain in the left hip and occasional groin discomfort, was given with the 80mg of depo-medrol, marcaine and lidocaine for pain which was tolerated well.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. With the current information available, no definitive conclusion can be made as to the extent that the device may have caused or contributed to any post op complications. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: this supplemental MDR is submitted to document additional information provided. Review of medical records provided finds the patient with a complex surgical and medical history was diagnosed with adhesion, groin pain and hernia recurrence about four years post-implant of the perfix plug, and underwent removal of the perfix plug. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Adhesions and hernia recurrence are known inherent risks of surgery/use of the device. The adverse reactions section of the instructions-for-use, supplied with the device lists adhesions and hernia recurrence as possible complications. This supplemental emdr is submitted to represent the bard/davol perfix plug (device #1). An additional emdr is submitted to represent the bard/davol marlex mesh (bard flat mesh) (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.